Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited steadily increasing pacing threshold measurements since implant. Upon review in clinic all other measurements were noted to be normal and stable; there was no reported impact to patient therapy and the patient was noted not to be pacemaker dependent with a good underlying rhythm. The physician elected to perform induction testing to verify system integrity but was unable to induce the patient with the first several shocks. A final attempt was made that failed to induce ventricular fibrillation (vf) but did result in a supraventricular tachycardia at a rate of 130 bpm for which a synchronized 41 j shock was delivered that converted the patient to a stable rhythm; no further testing was performed and device output was increased. The patient will be reviewed by their physician prior to determining next steps. No adverse patient effects were reported. This system remains in service.